Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had repetitive no delivery alarms on their insulin pump. They had changed the site as well as the infusion sets and reservoirs from different boxes but it did not resolve the issue. The insulin they used was good. When they treated with a manual injection their blood glucose would go down. The customer reported that they sometimes can get a bolus when they rewind the device. However, they will receive the alarm after an hour. They used their infusion sets on an older insulin pump and the problem did not recur. It was also reported that the device had alarmed a motor error once. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.